Event description:
It was reported the programmer needs repair where the programmer rf (radio-frequency) head plugs in. There was no patient involvement reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) rf (radio frequency) connector found loose on a printed circuit board.